Event description:
It was reported that the patient works at department store. The patient reported ever since she got the device she feels increase of stimulation when going through store security. Patient wanted to know if this was going to be permanent or whether it would go away. She cannot turn her device off since she works at (B)(6) and goes through the gates 8 times a day. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0syhl, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).